Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the drill bit was found to be stuck in the drill guide. Circumferential grinding markings were found on the od of the drill bit, and the handle of the drill guide was found to be bent and twisted. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that the ar-8737-34 drill bit cold welded into the ar-8737-43 drill guide. See source data and images attached.